Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed a step during testing. The device's active exhalation control module will be replaced to address the issue. Other - device has been evaluated but the components have not been replaced, pending customer approval of the estimate.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.